Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reports right side rupture, pain, "multiseptated liquid collection", "edema of adipose planes", cyst, and "formation of purple areas on the breast". Treatment with dipyrone was given. The device has been explanted.